Event description:
Consumer called to report results from their meter are not consistent with the way they feel. Compared readings with another meter. Analysis run on clark error grid using competitive reading (48) as ref. Point vs. Bd readings (210) yielded data points in the e range of the grid, outside of acceptable limits.